Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The rep confirmed with the site pacs staff that no issues presented again on her follow up visit to check on the system, and the issue had not recurred.

Event description:
A medtronic representative reported that during both patient exam imports (5 exams, 600+ slices total for one and 172 slices for the other), the site was unable to proceed into the next task in the software. The site reported that the "receiving exams" icon was flashing and then remained on the screen as the user was attempting to move into "planning" the system became unresponsive to any user input and they were forced to hard restart the system. After restart, system functionality was restored and site was able to continue. There was no patient present when this issue was identified.